Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached from the connector.the issue occurred with five simiar types of infusion sets used for had been used for eight hours for one but other four were right away. No further information was available.

Manufacturer narrative:
H11 since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4).